Manufacturer narrative:
Return requested for radiolucent frame mount arm. Radiolucent frame mount arm replaced. The suspect radiolucent frame mount arm was discarded by the site and will not be returned to manufacturer for analysis. No parts will be returned to manufacturer for analysis. On 02/02/2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, while in a spine procedure, site noted that their radiolucent frame arm was cross-threading and was difficult to tighten down properly. The site staff tightened the arm enough to stay in place and continue the procedure to completion. Delay in therapy was less than one hour. There was no impact on patient outcome.